Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test and displacement test. No motor error alarm was noted. The motor passed the motor test. No excessive no delivery alarms could be confirmed due to the prime anomaly. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while filling the tubing. When the insulin pump alarmed motor error, he tried to rewind the insulin pump and placed the reservoir back in but as he was filling the tubing the insulin pump alarmed no delivery. Customer's blood glucose level was 218 mg/dl. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.